Event description:
As per problem statement: "balloon burst on calcification (proximal end). During the retrieval, they put the distal end of the balloon on the introducer (accordion position), preventing retrieval by endoscopic duct. Because of that issue, they had to do a "surgical abord" staying in intra arterial." The surgeon had to open the artery. Additional information provided (B)(4) 2014: during an angioplasty fsa procedure on a (B)(6) female patient, the balloon lp 35 burst in a circumferential way; which blocked the artery. The surgeon could not have retrieved the balloon, so he had to open the artery (open surgery) to retrieve the device. This decision was made after using an introducer with a bigger diameter. A section of the device did not remain inside the patient's body. The patient did require additional procedures due to this occurrence, open surgery. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.